Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -7.0/+4.5/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2020 the surgeon assessed lens opacity asc. Also reported is low vault and lens rotation. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b5- "on (B)(6) 2020 the lens was exchanged for a longer length lens and the problem was resolved." H6- patient code 3191- secondary surgery: lens exchange. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - per updated information, exchange for a longer length lens did not resolve the problem - low vault remains and the surgeon will continue to monitor mild asc cataract. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation, lens opacity; and double vision. In a separate surgery the lens was exchanged with different model; longer length; same power and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H11- manufacturer narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).